Event description:
Bilateral patient: litigation papers allege pain, loss of mobility and loss of enjoyment of life. Update: (B)(6) 2012 plaintiff fact sheet received with part/lot information.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Update 03/02/2016 medical records received. Medical records reviewed for MDR reportability. Medical records reported patient to be revised on (B)(6) 2015 for metallosis and pain with a moderate amount of slightly cloudy joint fluid and metallic staining of the synovial layer. Dor will be updated and an unknown taper sleeve will be added to the complaint for pain and metallosis. The complaint was updated on: mar 22, 2016.

Manufacturer narrative:
Additional narrative: the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This is a duplicate report of 1818910-2016-19229. This report, 1818910-2012-16837, will be kept for investigation purposes. A separate follow-up report will be submitted to reject 1818910-2016-19229. Depuy still considers this case closed to CAPA. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Supplemental information received. Litigation alleges that the patient underwent a revision to address pain and elevated metal ions.